Event description:
The patient was revised due to metallosis on (B)(6) 2014. The original tha surgery was conducted at 1997 in another hospital. In the surgery, it was found the shell was breakage and the surrounding soft tissue was necrosed which was suspected as metallosis because of poly wear. In addition, it was found that osteolysis on the femur. However, there are not found loosening of stem, so the case was completed by conducting acetabular¿s reconstruction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. A complaints database search conducted on the product number provided did not identify any anomalies. A complaint search could not be conducted on the other product as no product numbers were provided. A review of manufacturing records could not be conducted as no lot numbers were provided. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.